Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer¿s insulin pump had a scratch on the screen and battery tube side and experienced hyperglycemia and diabetic ketoacidosis. The customer was in coma at the hospitalization. The customer blood glucose value was 1300 mg/dl. The customer was in intensive care unit and hospitalized. The customer was treated with insulin drip. The event involved product mmt-1780kl, unomedical, mmt-332a. Troubleshooting was performed. Customer was using the insulin pump within 48 hours of the reported event. The auto mode feature was not active at the time of the incident. No further patient complications were reported. No product return was required for unomedical,mmt-332a. Mmt-1780kl was requested and customer response was the device will be returned. The customer will discontinue the use of the device.

Manufacturer narrative:
The pump was received with a minor scratched lcd window, a cracked battery tube threads and a cracked case behind the pump near the battery tube compartment. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08655 inches. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. On the event date of 19-oct-2025, there is no unexpected alarm(s)/suspends recorded in the formatted history file. However, no delivery alarm/insulin flow blocked alarm was noted. On the event date of 19-oct-2025 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 24.85 u and dailytotalofbolusinsulindelivered = 0 u which is equal to the dailytotalofallinsulindelivered = 24.85 u. All bolus/basal were delivered in auto mode/manual mode. In further review of the formatted history file 1 week prior to the event date of 19-oct-2025, these pump error(s)/alarm(s) were noted: multiple no delivery alarm/insulin flow blocked alarm were found on event date of 19-oct-2025 during basal deliveries. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected no delivery alarm/insulin flow blocked alarm noted during testing. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (22.92 mv). The pump was received without a battery. The pump was received with a battery cap. No cracked/damaged battery cap noted during visual inspection. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay and a scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs/dka. Cosmetic damage was confirmed at the screen and case - battery compartment of the pump during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.